Event description:
It was reported that pump generated recurrent cartridge alarm 20 that prevented insulin delivery, and customer was unable to successfully load cartridge and resume insulin therapy despite assistance. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support provided guidance on proper loading technique, storage mode, and setup of replacement pump, confirmed shipping and return details, and arranged shipment of replacement pump.